Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - por (power on reset) for write to locked ram, address=0e21, data=04 on (B)(6) 2010 14:31:42. One - patient alert for por on (B)(6) 2010 14:31:42.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device experienced a power on reset. The device remains in use. No patient complications have been reported as a result of this event.